Event description:
The rotator on the hpf tubing is blowing apart during high pressure injection. No harm or injury reported.

Manufacturer narrative:
Device eval: the device has not been returned for eval/investigation. The lot number was not known, therefore a review of the device history record could not be performed. A follow-up report will be submitted when the eval is completed. Eval, conclusions: a follow-up report will be submitted when the eval is completed.